Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The ins will be explanted.

Manufacturer narrative:
Country of event/report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported a "device not supported" message was seen on the patient programmer. A message about "writing block" was seen on the clinician programmer. The implant could not be communicated with. The rep planned to use a recharger to try to reset the ins. No patient harm was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported the ins had turned off and when trying to check it, the programmer displayed the "device not supported" message. There were no reported contributing factors. The rep reported trying to reset the ins several times with the recharger and trying to leave the recharger on for a few seconds and then 1-2 minutes with no success. The rep was advised to start a physician mode recharge (pmr) prior to putting the recharger on. The ins was still without communication and the event was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the issue was unknown. The issue was not resolved using the recharger to reset the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The ins will be explanted and replaced.

Manufacturer narrative:
The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Telemetry interrogation related errors were confirmed. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.